Event description:
Physician inserted a right femoral arterial line into pt. Following placement, clinicians noted inability to obtain blood pressure readings via catheter. Physician went to replace catheter and upon insertion of guidewire, catheter was noted to be fractured. General surgeon at bedside performed a cutdown procedure and successfully retrieved catheter fragment.